Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19th february 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the first implant was set successfully but the second one failed to set as the 2nd button was stuck. Then when 2 new ar-4501, were used, the same issue happened again. This was detected during a meniscus repair procedure on (B)(6) 2025. Local brand of knot pusher / cutter was used. The procedure was successfully completed with no patient harm and no secondary procedure needed by using another brand's product.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-4501 meniscal cinch¿ ii batch 15072598 was received for evaluation. Functional testing was not performed by moving the deploy buttons. It was noted that only button #2 was moving; button #1 was stuck. Upon visual evaluation, it was observed that both buttons were set flush back in the handle. The device was returned without the implant and suture. No damage was observed to the pushrod or shaft. A use error, specifically an incorrect surgical technique, is the most likely cause of the reported and observed failure.